Manufacturer narrative:
Add'l correction/removal reporting#: 1627487-12192011-003-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-09425. The patient received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2008. It was reported, the pt's scs system was explanted in (B)(6) 2011 due to the pt experiencing stimulation in his abdomen and genitals. The pt had experienced loss of sexual function and changes in his bowel/bladder functions. The pt also reported having increased pain in his lower back. F/u on the pt indicated the pt has been diagnosed with a chipped disc and is working with his physician to determine the next course of action.